Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery during prime and during bolus. The customer reported was insulin flow blocked alarm. The customer's blood glucose was 389 mg/dl at the time of incident. The customer changed out infusion set and it is now 169. Customer reports event was resolved by changing complete set. Declines to continue troubleshoot. The insulin pump will not be returned for analysis.